Event description:
The event is reported as: during a laparoscopic nephrectomy, the user had to use 4 appliers. The first three would not close the clips. No pt injury reported.

Manufacturer narrative:
The device sample was requested for evaluation. The device sample was not received at the time of this report. The results of the investigation are not available at the time of this report.